Event description:
It was reported patient had revision on left knee due to infection. Doctor did irrigation and debridement and poly exchange.

Manufacturer narrative:
Additional devices listed in this report: cat # 5510f401, lot # ej6yt, description: triathlon cr fem comp #4 l-cem, cat # 5520-b-300, lot # kvbfa, description: triathlon prim tib baseplate - cemented, cat # 5551-g-299, lot # dm0a, description: triathlon asymmetric x3 patella. Device history review found that all devices were manufactured and accepted into final stock with no reported discrepancies. A review of complaint history records confirm that there have been no other events for the lot or the sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported patient had revision on left knee due to infection. Doctor did irrigation and debridement and poly exchange.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.